Event description:
Additional information received reported that the cause for the empty pump was the patient thought it was empty. It was not completely dry. The actions and interventions taken to resolve the issue was as the pump was not completely dry as they thought the pump was able to be refilled and no issue.

Manufacturer narrative:
G: corrected information: based on the additional information received, the notify date on the initial MDR should have been 2025-04-07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that, "a few days" prior to a call to technical services on 2025-04-09, a nurse called the rep and stated that the patient's pump had been dry for 72 hours. The rep was told that the pump had gone empty a week prior. The rep was not with the patient at the time of the call to technical services. The reporter was redirected to the hcp to further address the issue. Technical services provided troubleshooting for empty pumps. The rep planned to meet with the patient.